Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction in the unknown eye of a patient with four patient interfaces. There are multiple related reports for this facility. This report addresses a pi's (B)(6) and additional manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.10., h.11. Based on information received, event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stabile during the whole day. The log file shows thirty four successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was aborted prior to procedure. The surgeon pressed the foot pedal and stopped the vacuum process after reaching valid values for suction one and suction two, the treatment was cancelled. The treatment was aborted by user. In summary the patient interface lost suction before the laser fired. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The sample was not returned to the manufacturer for evaluation. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction in the unknown eye of a patient with four patient interfaces. There are multiple related reports for this facility. This report addresses a pi's (8470010001066202, 8470010000498234, 8470010000677814, 8470010001066203) and additional manufacturer reports will be filed.